Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting, fse found the cup transfer was not aligned during the cup transfer from the incubator after several test runs. The fse resolved the complaint by replacing the main board and reinstalled the software and parameters. Fse also verified alignments and successfully performed quality control and sample runs without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 29jun2021 through aware date 29jul2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (4151) c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to the faulty main board.

Event description:
A customer reported error message ¿4151 c.trans-z home detect¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.